Event description:
Information received by medtronic indicated that the they were experiencing high blood glucose level. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing reservoir o-ring and missing retainer. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test or verify high blood glucose anomaly due to missing retainer and missing reservoir tube o-ring. Successfully downloaded the trace/history files using thus. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electronic circuit board a 1 and electronic circuit board a 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, damaged display window cover, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. High blood glucose anomaly is unknown due to being unable to perform the displacement test, occlusion test, and dat test or verify high blood glucose anomaly due to missing retainer and missing reservoir tube o-ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.